Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during the visual inspection process at the compounding pharmacy. The bag contained tpn solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual sample and photographs were received for evaluation. The actual sample was received partially emptied of the liquid solution. Visual inspection along with magnification was performed on the actual sample and no particle matter was observed. The actual sample appeared to have less liquid contents than the photo with the possibility that particulate matter was emptied out of the container.the photograph was visually inspected and a white elongated polymeric appearing particle morphologically consistent with fill port material was observed on the inside of the container with liquid; therefore the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.